Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that during the elective procedure to replace this patient's device, this atrial lead fell apart near the junction of the terminal pin and the device port. Prior to the case, there was still atrial pacing and sensing but thresholds had increased. The lead was removed from service and surgically abandoned. A new atrial lead could no be placed and therefore, the atrial port was plugged on the associated device. No adverse patient effects were reported.